Event description:
It was reported that a caregiver experienced intermittent continuous glucose monitor connectivity and spotty chart readings with a dexcom g7 while using the ilet system, and an agent reviewed likely causes including sensor pressure, placement, and brief disconnections with troubleshooting and education provided. Symptoms included no reported clinical effects, alerts, or alarms. Outcomes included no impact to clinical status or care. Investigation included remote technical review and user education focused on sensor placement, pressure effects, and connectivity factors. Investigation of this case revealed no device malfunction identified for the ilet system and suggested probable cgm signal loss related to sensor placement or transient disconnections, with continued monitoring advised. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and external factors affecting cgm signal transmission.